Event description:
It was reported that the patient presented to the emergency room with a low heart rate in the 40s. The ventricular lead exhibited intermittent capture. The lead was capped and replaced.

Manufacturer narrative:
Na